Manufacturer narrative:
(B)(4): according to the complainant, the suspect device has been disposed and is not available for return.  If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on april 19, 2016 that a speedband superview super 7 device was used in the esophagus during a varice ligation procedure performed on (B)(6), 2016. According to the complainant, during the procedure, the suture was torn after deploying two (2) bands. The device was then removed and the procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.